Event description:
It was reported that the ai-07134 was inserted. The md was giving the patient a physical examination and the wedge balloon burst. The report mentioned "it was leaky." Further information has been requested.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.